Event description:
It was reported that the insulin cartridge inside the ilet chamber was broken and could not be removed, and the patient used a knife in an attempt to extract it; debris was cleared from the chamber with pliers, and backup subcutaneous insulin via pen was administered while the caregiver completed a supply change after counseling to wait two hours before reconnecting. Symptoms included hyperglycemia with a reported peak of 397 mg/dl lasting approximately three and a half hours, without loss of consciousness or other acute complications. Outcomes included transient elevated glucose requiring corrective insulin, with no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed cartridge damage and improper manipulation of the chamber with a sharp tool, followed by early reconnection despite guidance to wait. It was concluded that user handling caused the cartridge failure and contributed to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.